Manufacturer narrative:
This site could not perform the incoming temperature measurements due to the unit gave w0118: alexandrite rms error when booting up with a diffuser fiber. During incoming f2, the unit failed step va130 (fluor. Sensor voltage calibration: 2.207). During disassembly, it was noticed that 7 pins from the optical bench were not soldered on to the sensor board assembly which caused the unit to have alexandrite rms error and failed step va130 of the incoming f2. Reflowed sensor board assembly to correct the issue. The analysis site calibrated the controller board and verified the unit already has software version to 1.9. Per service manual, protocol 04-e-0006 was performed. The temperature accuracy and treatment laser power levels were within specifications for this product. Performed annual calibration and electrical safety test. The laser was tested and met design specifications.

Event description:
It was reported by the rep, the system responded with an alex rms error as soon as the fiber was inserted into the laser. A second fiber was tried with the same result. The rep tried one of her samples and the error recurred. The laser and the 3 fibers will be returned.